Event description:
In an article, cementless 3d printed highly porous titanium-coated baseplate total knee arthroplasty: survivorship and outcomes at 2-year minimum follow up, patients with a ps tka consisting of pressfit components (triathlon tritanium tibial baseplate, triathlon tritanium asymmetric patella, and triathlon cocr ps femoral component, the following complications are noted: one patellar component for loosening, revised to cemented patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.